Event description:
Gentamycin 400mgm ordered. Received from pharmacy in total of 110ml. Placed on pump to infuse in 1 hour and started at 1205. Infusion completed at 1235. Patient complained of some pins and needles around mouth. Pharmacy notified. Adverse reaction form will be completed. Biomed notified to check pump and tubing. Checked pump, it said 110 set and 105 infused.